Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin inappropriately. Customer's blood glucose level was 204 mg/dl. Review of the pump data log by tandem technical support verified the bolus was delivered accurately and pump was working as intended. Customer maintained belief that pump was not delivering insulin properly. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.